Event description:
Pt underwent surgery and at the end of the procedure, the bovie grounding pad was removed and a small superficial burn was identified and the bovie pad had a small brown area that coincided with the area. The esu was taken out of service and sent to biomed for testing. Testing was completed and found no abnormal findings. Bovie pad was inspected for abnormalities. Dates of use: 7 minutes. Diagnosis or reason for use: excision of back mass.